Event description:
It was reported that an overdischarge was confirmed. It was unknown what number of overdischarge this was. A physician mode recharge was performed and actions required as a result of the event included device replacement. The patient¿s status at the time of report was alive with no injury. No patient symptoms or complications were associated with the event. Later the patient reported that they had a battery replacement because, the battery went ¿dead, dead.¿ the patient was doing well since her implantable neurostimulator (ins) was replaced.

Manufacturer narrative:
Product ID 37651, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).